Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: on the 6th firing, when the bronchus lobaris superior was cut, stapling could not be done on tissue. Cutting was done. Additional manual suturing was done and another device was used. Bleeding was reported as oozing. The surgeon had to resect more tissue than what was originally planned due to the product problem.